Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 975 mg/dl. The customer experienced symptoms such as throwing up and staphylococcus infection. The customer went in coma due to high blood glucose levels. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.